Event description:
It was reported that a health care professional (hcp) consulted technical services (ts) about alerts recorded on this pacemaker system. The device recorded a signal artifact monitor (sam) even which disabled the minute ventilation (mv) function on the device. Noisy signals were recorded on the right ventricular (rv) lead channel as well as high out of range impedance values. The atrial channel also recorded noisy signals and high out of range pacing impedance values. The noisy signals were oversensed on both channels. Additionally the device noted a low evoked response during right atrial autothreshold (raat) testing. The noise and impedance events were noted by the hcp to have happened during surgery. Device features and functionalities were reviewed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a health care professional (hcp) consulted technical services (ts) about alerts recorded on this pacemaker system. The device recorded a signal artifact monitor (sam) even which disabled the minute ventilation (mv) function on the device. Noisy signals were recorded on the right ventricular (rv) lead channel as well as high out of range impedance values. The atrial channel also recorded noisy signals and high out of range pacing impedance values. The noisy signals were oversensed on both channels. Additionally the device noted a low evoked response during right atrial autothreshold (raat) testing. The noise and impedance events were noted by the hcp to have happened during surgery. Device features and functionalities were reviewed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The available information for this event was subsequently re-evaluated by boston scientific engineers. The new analysis suggested that there was insufficient conclusive evidence to assign the noted high impedance issues to a design deficiency.

Event description:
It was reported that a health care professional (hcp) consulted technical services (ts) about alerts recorded on this pacemaker system. The device recorded a signal artifact monitor (sam) even which disabled the minute ventilation (mv) function on the device. Noisy signals were recorded on the right ventricular (rv) lead channel as well as high out of range impedance values. The atrial channel also recorded noisy signals and high out of range pacing impedance values. The noisy signals were oversensed on both channels. Additionally the device noted a low evoked response during right atrial autothreshold (raat) testing. The noise and impedance events were noted by the hcp to have happened during surgery. Device features and functionalities were reviewed. This device remains in service. No additional adverse patient effects were reported.